Event description:
During a tfn procedure, the wire guide would not pass through the blade guide sleeve. Another set was borrowed from another account in order to complete the procedure. Procedure time was extended approx 45 minutes to 1 hour. Reportedly, pt is doing well. This is two of two reports for this event.

Manufacturer narrative:
The DHR was reviewed and no nonconformances related to this complaint issue were found. The investigation is ongoing.